Event description:
The customer reported to olympus, the biopsy channel on the evis exera ii gastrointestinal videoscope was leaking during reprocessing, which had occurred prior to an unknown procedure. During the inspection of the returned device, residue was found on both the bending section cover and the connecting tube, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device failed the leak test during the initial check of the device. The leak had also caused a failed suction flow test. Residue was found on the bending section cover where the glue had separated and the scratched parts of the dented connecting tube. Additionally, the device had a damaged distal end cap and a scratched universal cord. The device failed the angulation functional check due to wire play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause of the issue is unknown. However, debris was found within the scratches on the insertion tube and where the glue had separated on the device. Based on the investigation, it is possible that handling of the device caused the scratches and glue separation, which may have allowed the debris to remain on the device even when reprocessed correctly. In addition, if reprocessing had been delayed, this could have also caused the debris to remain on the device. Each contributing factor may have been caused by less trained personnel. The instructions for use (IFU) instructs the users for the following: the IFU cautions the users on device handling: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the reprocessing manual cautions the user that debris can adhere to the device if the device is not immediately cleaned after each procedure. ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. During precleaning, wear appropriate personal protective equipment.¿ olympus will continue to monitor the field performance of this device.